Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
There was no indication the lens was explanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zct225 19.5 diopter intraocular lens (iol) was implanted that had no measured astigmatism in iol on itrace aberrometry. When seeing this unhappy patient post op, the physician measured for astigmatism with itrace, and discovered that the lens implanted was not correcting any astigmatism. No further information was provided.

Manufacturer narrative:
Additional information received reported that the itrace aberrometry does show pre-operative lenticular astigmatism and very minimal post-operative astigmatism on the iol plane. The patient will continue to be corrected with spectacles. All pertinent information available to abbott medical optics has been submitted.